Event description:
A malfunction was reported with the pump, which displayed malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue occurred again.